Event description:
Follow-up information indicated the same pocket site was used to implant the replacement ins. Also, since the ins was replaced the patient has not reported further instances of pain at the ins site.

Event description:
It was reported the patient ((B)(6)) experienced persistent pain at the implantable neurostimulator (ins) pocket site. Surgical intervention was undertaken and the ins was explanted and replaced with another model.